Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient underwent a revision procedure on (B)(6) 2012 due to patient allegations of pain. A review of the invoice history confirmed the initial surgery date and indicated that patient underwent a revision procedure on (B)(6) 2013. It further indicated that the modular head, acetabular cup and taper adapter were removed and replaced. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2013 was due to pain. The patient¿s operative report noted metallosis staining, a loose acetabular component, heterotopic calcification, and grey synovial fluid. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects,1. Material sensitivity reactions. 4. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04061 and 06636).